Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 40 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension and customer consuming carbohydrates due to false low, customer's blood glucose (bg) level rose to 1300 mg/dl. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.